Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was returned to codman for evaluation. The investigation of the returned valve did not confirm the difficulty reported by the customer. The lot number was cndbvz, product code 82-8804. The valve was irrigated and the flow was normal. The siphonguard was separated from the valve, it was irrigated and the flow was also normal. It is possible that during the flushing process before implantation, the siphon guard was activated and giving the impression that the valve was malfunctioning. An excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, but this could not be determined. A review of the history device records confirmed the valve conformed to the specifications when. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported in an intra-operative procedure the valve did not flow once hooked to catheters. There were no adverse consequences and no delay in surgery. Surgeon used a back up valve to complete the procedure. (B)(4).